Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. The physician attempted to reposition the lead, but was unable to do so due to the venous anatomy of the patient. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2013 (B)(6); product ID 407652 implantable pacing lead implanted: 2007 (B)(6); product ID 419488 implantable pacing lead implanted: 2007 (B)(6). (B)(4).